Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 25 september 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd ultra fine¿ pen needle experienced the cannula breaking off or pulling out and device damage while still considered operable. The product defects were noted during use. The following information was provided by the initial reporter: consumer reported when trying to detach one pen needle from his insulin pen, the needle hub came off but the needle stayed in his insulin pen. Stated he was able to remove the needle from his pen. Consumer stated he does not have insurance and this is the only product box he has. Lot#: 1355518 (consumer could not provide a copyright date and stated he could not find an expiration date). Advised consumer that this product could be expired and it is not advised to use expired products. Catalog#: 320122. Date of event: on (B)(6) 2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine¿ pen needle experienced the cannula breaking off or pulling out and device damage while still considered operable. The product defects were noted during use. The following information was provided by the initial reporter: consumer reported when trying to detach one pen needle from his insulin pen, the needle hub came off but the needle stayed in his insulin pen. Stated he was able to remove the needle from his pen. Consumer stated he does not have insurance and this is the only product box he has. Lot #: 1355518 (consumer could not provide a copyright date and stated he could not find an expiration date). Advised consumer that this product could be expired and it is not advised to use expired products. Catalog#: 320122, date of event: (B)(6) 2020.